Event description:
Patient complained of anterior knee pain. Complaint motivated the surgeon to open the knee surgically open the knee. The primary patella demonstrated wear/delamination of the inferior surface. The primary patella was removed and bone surface resusrfaced. A pca modular poly patella was cemented in place. All other aspects of the joint were acceptable at the time of inspection. The procedure was completed in routine fashiondevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.